Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 42 mg/dl to 50 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.